Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50 ,serial#: (B)(4), description: linear 3-4 lead, 50cm; model#: sc-3138-25, serial#: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected.